Event description:
Dexcom was made aware on 10/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. The patients spouse reported that the patient experienced a skin reaction with redness, inflammation, pimples, and infection, at the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the arm. When the patient developed a fever, they went to see their doctor. The reaction was treated with cephalexin antibiotics and an anti-microbial wound gel (otc). No photo was provided. There was no documentation of further medical intervention. At the time of the report the patient still had the skin reaction, but the fever had subsided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).